Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Date(s) of removal: (B)(6) 2011 . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, product information, and events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2nd trimester, the gestational age by ultrasound is 20 weeks) on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered adenomyosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Date(s) of removal: (B)(6) 2011. Bilateral essure were placed without complication four coil were visible on the right and three coil were visible on the left patient tolerated the procedure well the plaintiff received treatment for dysmenorrhea (cramping), menorrhagia, migration, adenomyosis . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is homogeneous opacification of the uterus. There are bilateral ensure plugs. There is no evidence of any contrast filling either fallopian tube. There is no intraperitoneal spillage. The findings are consistent with obstructed fallopian tubes.. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added- device dislocation, adenomyosis. Lab test added. On 22-nov-2019: same source document as fu 3. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2nd trimester, the gestational age by ultrasound is 20 weeks) on (B)(6) 2007, polycystic ovarian syndrome (polyovarian cystic syndrome), hyperlipidemia (hyperlipidemia), alopecia totalis (alopecia totalis) and telogen effluvium (telogen effluvium). Concomitant products included bupropion, drospirenone;ethinylestradiol betadex clathrate (yaz) in 2009, fluoxetine and melatonin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea and adenomyosis outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adenomyosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Date(s) of removal: (B)(6) 2011, (B)(6) 2011. Bilateral essure were placed without complication four coil were visible on the right and three coil were visible on the left patient tolerated the procedure well the plaintiff received treatment for dysmenorrhea (cramping), menorrhagia, migration, adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: there is homogeneous opacification of the uterus. There are bilateral ensure plugs. There is no evidence of any contrast filling either fallopian tube. There is no intraperitoneal spillage. The findings are consistent with obstructed fallopian tubes.. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: previously reported events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" outcome updated to "recovered / resolved", patient demographic, medical history, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2nd trimester, the gestational age by ultrasound is 20 weeks) on (B)(6) 2007, polycystic ovarian syndrome (polyovarian cystic syndrome), hyperlipidemia (hyperlipidemia), alopecia totalis (alopecia totalis) and telogen effluvium (telogen effluvium). Concomitant products included bupropion, drospirenone;ethinylestradiol betadex clathrate (yaz) in 2009, fluoxetine and melatonin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea cramping") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea and adenomyosis outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adenomyosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Date(s) of removal: 16dec2011, 01-dec-2011. Bilateral essure were placed without complication. Four coil were visible on the right and three coil were visible on the left. Patient tolerated the procedure well. The plaintiff received treatment for dysmenorrhea (cramping), menorrhagia, migration, adenomyosis . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: there is homogeneous opacification of the uterus. There are bilateral ensure plugs. There is no evidence of any contrast filling either fallopian tube. There is no intraperitoneal spillage. The findings are consistent with obstructed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.